Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 12/15/15, 12/21/15, 12/30/15 medical records received. Medical records had several pages that were blurred and not able to be read. Several pages were also medical records regarding revision and are not related to this claim. There are current visits and lab tests for 2015. There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 7, 2016.

Event description:
Reason for original complaint.- bilateral patient. Litigation papers allege the following: patient had large amounts of toxic cobalt-chromium metal ions and particles released into his blood and tissue and bone surrounding the implant. In (B)(6) 2011, patient had a blood test to check the cobalt and chromium levels. Blood tests revealed that patient had dangerously elevated levels of cobalt and chromium. Patient also had an MRI that revealed a fluid-filled cyst and fluid around his left hip. Since implantation, patient has experienced severe pain and discomfort and inflammation in his left thigh, left hip area, and groin. He also suffers from constant pain, cyst development in the thigh area, and fluid buildup around the hip joint. On or about (B)(6) 2011, patient had revision surgery on his left hip. Patient is scheduled to have right revision surgery on (B)(6) 2011. Doi: (B)(6) 2004 - dor: (B)(6) 2011 (left side) doi: (B)(6) 2005 - dor: (B)(6) 2011 (right side) patient is a resident of (B)(6). Update: 10/15/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Correction: right hip doi: (B)(6) 2005. Update 4/7/2015, 4/8/2015, & 4/21/2015 medical records received. After review of the medical records for MDR reportability, both revision operative notes indicated metallosis. Lab results from (B)(6) 2011 indicated the cobalt level was 9.9ug/l. Both stems are now being reported. It should be noted the patient underwent another right hip revision on (B)(6) 2013 due to herniation through fascia of the it band. The head and liner were exchanged. At this point in time there is no indication of product failure the complaint was updated on:4/23/2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 1/8/16 medical records received. Medical records reviewed for MDR reportability. Received 20 pages of lab results. There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 25, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4).